Event description:
Boston scientific crm received information that the patient with this pacing system developed a pocket infection. The pacing system was explanted and replaced several days later.

Manufacturer narrative:
The products were sent to the hospital's pathology department. No additional information is available at this time. If additional information becomes available, this report will be updated.